Manufacturer narrative:
This ipg serial number was included in a field advisory and a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-1702. It was reported the pt is experiencing heating while charging. The pt stated the heating starts after 3 minutes of charging, and the area stays hot a few minutes after she finishes charging. An sjm rep advised the pt to stop charging if the heating becomes uncomfortable. On (B)(6) 2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.